Event description:
A malfunction was reported on the pump by the caller. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues reoccur.